Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The nc trek 1.5 x 12 mm and 2.5 x 15 mm referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the mid left circumflex. The area had moderate calcification and pre-dilatation was needed to prepare the lesion. An nc trek 1.5 x 12 mm was inflated to 10 atmospheres (atm) and then the pressure was increased to 12 atm and the balloon ruptured. The device was removed and a mini trek 1.5 x 12 mm was inflated to 10 atm when it ruptured. The device was removed and an otw nc trek 1.5 x 12 mm was used for successful pre-dilatation. After implanting an unspecified stent, an nc trek 2.5 x 15 mm was being used for post-dilatation when the balloon ruptured at 16 atm. An otw trek 2.5 x 15 mm balloon was used to successfully complete the procedure. It was further reported that none of the balloons had been prepped prior to use. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed and the reported balloon rupture was confirmed. It should be noted that the mini trek rx, instructions for use (IFU), states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise complications may occur. In this case, the violation of the IFU does not appear to have contributed to the reported balloon rupture as it is likely that patient anatomy was likely the cause. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.